Event description:
Info was received that reported a pt was hospitalized in 2008 for an incident of hyperglycemia. Per the pt, she had been drinking on saturday night. She woke up ill and vomiting on sunday. She passed out and was brought to the hosp where upon admit her blood glucose was 1200mg/dl. She was diagnosed with hyperglycemia and pneumonia. She was treated with IV medications and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.